Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received. The lot number of the device has not been confirmed by the customer.

Event description:
The customer contact reported a hole was found in the filter extension set at the approximate location of the clamp, while infusing chemotherapy. Additionally, approximately 5 drops of the drug leaked onto the patient¿s skin, and the tubing set was changed causing a delay of a couple minutes. There was no report of an adverse event/harm or medical intervention.

Manufacturer narrative:
Updates made to brand name, lot and catalog numbers and device manufacturing date. Testing and investigation confirmed the actual product involved in the event was list number b1339 and lot number 3384858, an 8" extension set with 0.2 micron filter, clamp, rotating luer, which was attached to a smart site carefusion set. During the pressure leak test, a leak was observed about 1.5" from the male spin luer bond. Moreover, the tubing was examined and there was no evidence of prior contact with a slide clamp. A cut was identified as typical of the contact with a sharp or pointed instrument during use. The manufacturing processes were evaluated and this type of tube damage would not have occurred during extrusion or assembly. Testing completed a batch record review of the tubing set, and there were no non-conformances identified.